Manufacturer narrative:
Analysis was normal. No anomalies were found.(B)(4).

Manufacturer narrative:
The box for "device evaluation" should have been checked for the previous follow-up MDR.

Event description:
It was reported that the asymptomatic patient presented in the clinic for a routine follow-up, and the estimated remaining battery longevity to eri was 3.3 months. The measurement did not comply with the measurement from (B)(6) 2017, which stated 2.1 years to eri. Upon review, it was noted that the programmer overestimated the battery longevity in (B)(6) 2017. No intervention was performed, and the patient would continue to be followed normally and device will be replaced due to normal eri.